Event description:
The peritoneal dialysis rn noticed fluid leaking from cassette door during dwell 1. The pt was connected but there is no reported ill effect. There is no sample available for evaluation.